Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic meter due to their meter allegedly only prompting the "clean test area" message. The last result on their meter was 66mg/dl. No treatment was reported. No further info has been reported. No serious injury or allegation of harm.